Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the timing was disrupted. A tack was protruding from the tip of the device. It was reported that the tack did not penetrate the tissue as expected and a component disengaged from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue(s) which cannot be inspected visually for hemostasis. A minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. This device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of helical fasteners in the diaphragm in the vicinity of the pericardium, aorta or inferior vena cava during diaphragmatic hernia repair. Do not use in ischemic or necrotic tissue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device to locate the mesh during an inguinal hernia repair, the surgeons fired the first tack successfully. The second tack, was a little stuck. The surgeon tried to push harder and the tack fired but did not successfully fix the mesh to the tissue. The tack fell in the body. The 3rd one was okay but on the 4th one, the tack was stuck and the surgeon noticed the tip heading tissue of the tack was not sharp enough. The surgeon did the positioning the mesh by hand. There was no patient injury.